Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that cartridge damage was observed with multiple cartridges. Customer's blood glucose level was 192 mg/dl. A new cartridge was successfully loaded onto the pump.